Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing a declot procedure in an arm fistula using a cope mandril wire guide. The customer reported that a portion of the cope mandril wire guide sheared off during the procedure. The declot procedure was completed and the sheared off portion of the device remained retained within the patient. The specific anatomical site of the retained fragment is not known. The physician reports no concern for any adverse events relative to the retained device. No additional invasive procedures are indicated. The device is available for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. The wire guide is manufactured according to specification detailing and verifying the geometry of the wire guide. These include, but are not limited to the: coil and mandril diameter, coil length, taper, solder and weld characteristics, curve radius, and tip characteristics. After assembly of the product, it is independently inspected, including 100% verification for dimensional and visual criteria, including the absence of kinks, as part of quality control (qc) procedures. One potential reason that the wire guide does not withstand forces during insertion, manipulation or withdrawal is excessive friction forces. Another cause is that the wire guide is withdrawn through the needle. The warning label on the wire guide holder cautions the user to not pull the distal spring coil portion of the wire guide through the needle tip. This is because pulling the coil through the needle may cause the wire guide to elongate, break or become stuck. While no definitive cause can be attributed to this failure, it is feasible that coils became stuck on the needle bevel during a manipulation procedure that involved some reversal of the coil through the needle tip. However, based on the provided information a definitive root cause cannot be established or reported at this time. Per the risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.